Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus europa k.g (oekg), there was the possibility that this phenomenon was attributed to the failure of the endoscope / camera head used in conjunction with the subject device, because it had occurred only in a particular endoscope / camera head.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the error e226 which indicated the scope communication error was displayed. There was no report of patient injury associated with this event.